Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date unavailable at this time. A medtronic representative inspected the imaging system onsite and confirmed the generator was not powering on. The representative trouble shot the system and found the cause was due to the operating room (or) having an open ground, which caused the power conversion enclosure to go bad. The representative installed a new power conversion enclosure. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect conversion board has returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative reported that while outside of a procedure, the x-ray mode was disabled on the imaging system. The issue was reportedly observed after the site had shut the system down and charged it over night. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.

Manufacturer narrative:
The power enclosure was returned to the manufacturer for evaluation. The part failed functional testing and load box indicator testing. The cause of the reported issue was due to no power.